Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report #: 3006705815-2018-03493. Reference MFR report #: 3006705815-2018-03492. It was reported the patient experienced ineffective stimulation. In turn, reprogramming was tried to no avail. Patient underwent surgical intervention on (B)(6) 2018 during which, the entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report #: 3006705815-2018-03493. Reference MFR report #: 3006705815-2018-03492.